Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: migration and rupture.

Event description:
Healthcare professional reported via nbir "capsular contracture baker grade ii, device migration/implant malposition, suspected/actual rupture/deflation, change shape/size/style". This record is for the left side. Device was explanted and replaced.